Event description:
The customer went to the ER and was diagnosed with dehydration. She received IV fluids but was not admitted. The customer stated that there was no alarm, however, her blood glucose would not decrease. She also stated that there was rust and corrosion in the pod. See table page.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any malfunction or other product condition could have contributed to the reported event. Lot qualification records were reviewed, and the product lot met all acceptance criteria.